Event description:
It was reported that the tip of the unspecified bd¿ bonded texium syringe broke off during use while unscrewing it from the smartsite on the tubing connected to the bag. As a result, cytotoxic bendamustine leaked out. The following information was provided by the initial reporter: "technician was unscrewing 10 ml syringe from smart site on tubing connected to bag when tip snapped off causing drug/fluid to leak out" "1. What was the date the event occurred on? (B)(6)2020 2. Was the syringe used with cytotoxic chemicals? Yes, bendamustine 3. Is the reference number known for the 10ml syringe? N/a" "¿ was the texium syringe attached to an infusion set? Yes ¿ where there any additional components added to the set-up? 50 ml ns bag and bd alaris tubing (item # 10013361t) ¿ was there any user technician harm due to the leak? No"

Manufacturer narrative:
Correction: per samples received in san diego cad, the syringe was a bonded texium 10ml syringe- my8010-000, which is a bd2 product and was captured on bd2 pr 371839. Due to this new information, this complaint will be cancelled as this was captured in bd2 tw.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the tip of the unspecified bd¿ bonded texium syringe broke off during use while unscrewing it from the smartsite on the tubing connected to the bag. As a result, cytotoxic bendamustine leaked out. The following information was provided by the initial reporter: "technician was unscrewing 10 ml syringe from smart site on tubing connected to bag when tip snapped off causing drug/fluid to leak out." "What was the date the event occurred on? (B)(6) 2020. Was the syringe used with cytotoxic chemicals? Yes, bendamustine. Is the reference number known for the 10ml syringe? N/a." "Was the texium syringe attached to an infusion set? Yes. Where there any additional components added to the set-up? 50 ml ns bag and bd alaris tubing (item # 10013361t). Was there any user technician harm due to the leak? No."